Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a planned maintenance (pm), a tap was reported to be damaged. It was noted that the tap was difficult to insert into the navlock tracker and would not fully seat. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The suspect tap was returned to the manufacturer for evaluation. Testing found that was galling near the knuckle of the instrument resulting in the reported issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.